Manufacturer narrative:
The investigation into low pump flow has been completed. Note the initial MDR reported thrombus as an adverse event and serious injury was selected in h1. The patient thrombus is not a serious injury, but rather the cause of the malfunction. The impella pump was returned for investigation. A significant amount of biomaterial was observed in the cannula and on the impeller. No other physical abnormalities were observed. The cause of the low pump flow issue was biomaterial found on impeller. B1: uncheck averse event. H1: correction from serious injury to malfunction.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported there was suspicion of thrombus. A suction alarm began to sound after the x-ray was taken. The physician noted that there were no positioning issues and there was no right heart failure. The physician removed the impella early due to the possibility of thrombus.